Event description:
Additional information was received indicating that an explant procedure was attempted on the left ventricular (lv) lead. However, the explant was unsuccessful. The lv lead remains active and implanted. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-26353. It was reported that during a remote follow-up, there were episodes of non-sustained oversensing on the right ventricular (rv) and left ventricular (lv) leads. Technical support was contacted and suspected that the oversensing was due to a loss of capture on the rv and lv channels. No intervention was performed at this time. The patient was stable and will continue to be monitored.